Event description:
It was reported that when the patient's swelling went down after implant, the pump started flipping back and forth. The patient noted she flipped it on her own to be able to use her personal therapy manager (ptm). The patient noted her physician recommended an abdominal binder, and she was scheduled for a follow-up appointment in the future. The pump was being used to deliver fentanyl. It was additionally noted by the patient's clinic that there was no mention of the patient having a flipped pump in the chart. The swelling was noted as normal as the patient had just had surgery.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter.